Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a malfunction of the device. The caller had no further information on what was ¿malfunctioning.¿ the caller was not with the patient at the time of the call. No trauma or falls were reported that could be related to the device. No patient symptoms were reported. No further complications were reported/anticipated.